Event description:
Complainant alleged that when the clinician opened the stat pads multi-function electrode packaging in preparation of pt (age and gender unknown) treatment, the clinican observed that the pad's gel was dry around the edges. The clinician immediately obtained another set of electrodes for pt application, and began pt treatment. The complainant indicated that there was no pt compromise or a delay in care as a result of the reported malfunction.

Event description:
The follow-up medwatch report is correcting section "b5" of the initial report. This report is changing th dialogue to read: "complainant alleged that when the clinician opened the pro pads multi-function electrode packaging in preparation of pt (age and gender unknown) treatment, the clinician observed that the pad's gel was dry around the edges."